Event description:
It was reported that a drop in estimated battery longevity was noted on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was at end of service (eos) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The reported event of premature battery depletion was not confirmed; however, an event of overestimation was confirmed. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software's remaining longevity calculation.